Event description:
It was reported that pump malfunction occurred with malfunction code that could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and technical support arranged shipment of replacement pump.